Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The display did not freeze up and operated properly during testing. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer reported the insulin pump had a button error. The device was also acting up it would freeze and then go back to the main screen, and then today it had the button error. Customer's blood glucose was 298 mg/dl. Customer did not recall any other significant event that may have caused the device to alarm, just that it was freezing. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.